Event description:
It was reported that during lead reposition due to dislodgment, the lead was explanted and replaced when repositioning was unsuccessful. There were no complications for the patient.

Manufacturer narrative:
(B)(4).